Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during initial drain on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated they had initiated therapy before they had connected to the patient line. The hp indicated that they had then connected to the patient line after therapy was initiated. The technical service representative (tsr) reviewed proper procedures with the hp. The hp planned to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient initiating therapy before connecting to the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. Should additional relevant information become available a supplemental report will be submitted.